Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected devices were returned and evaluated. In analysis by our research department, the ps insert was visually inspected for signs of damage or deformation. Deformation was visible on the posterior region of the insert post, which most likely occurred due to post-cam contact in vivo. The articulating surface of the insert showed signs of deformation, in the form of small markings covering most of the surface. The posterior dovetail which secures the insert to the baseplate did not show signs of significant damage or deformation when visually inspected. Some burnishing was visible on the backside of the insert, along with a mark which could have been caused during removal of the component. Damage was visible on the articulating surface of the femoral component. This could have been caused by metal transfer from surgical tools or the baseplate during removal of the component. These appeared well-fixed and did not dissociate with the application of manual force. Portions of the adhesion areas appeared darkly discolored. The tibia baseplate was damaged on the superior and bone-interfacing surfaces. Marks covered a large portion of the superior surface, and at least one mark occurred on the underside. These could have been caused by surgical tools during removal of the component. Bone cement and bone growth were adhered to the bone-interfacing surface. As with the femoral component, these appeared well-fixed and darkly discolored. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
.